Event description:
This case was reported by a lawyer and described the occurrence of heavy metal poisoning in a male patient who received poligrip for loose dentures. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip (unknown) at unknown dosing. According to the legal claim, "through normal use of the product, plaintiff ingested and absorbed poligrip into his body. As a direct, proximate and legal result of his ingestion of poligrip, plaintiff suffered injuries, including, but not limited to, heavy metal (zinc) poisoning, and neurological damages." At the time of reporting, the outcome of the events was unknown. The following information was obtained via medical records received via the litigation process: in 2004, the patient was seen by his physician with complaint of fatigue, malaise, mild loss of weight, and decreased appetite. His hemoglobin was found to be 2.5 with primary lymphocytes, and on a return visit it was found to be 9.6 with a hematocrit of 28.7. On another return visit, the hemoglobin was 2.4 with 59% lymphocytes. Other laboratory parameters, including antinuclear antibodies and sedimentation rate, were normal. On (B)(6) 2004, the patient was diagnosed with severe anemia, leukopenia, and thrombocytopenia and admitted to the hospital for evaluation and rule out of blood loss. Esophagogastroduodenoscopy and stool hemoccult were negative, and the patient was released on daily oral iron therapy. An outpatient colonoscopy revealed hemorrhoid, ticks, and a 5 mm sigmoid polyp which was "taken care of." The patient was again hospitalized on (B)(6) 2004 due to dizziness and almost blacking out. He was found to have severe anemia, leukopenia, and neuropathy of the hand and arms. His iron was low at 22, his b12 level was also low, and folic acid was normal. The patient was started on twice daily oral iron therapy and given intramuscular b12. Immunoelectrophoresis was positive for monoclonal spike with a light change only. He was transfused with 4 units of blood with improvement, but he continued to have dysesthesias of his arms. The patient was discharged on (B)(6) 2004. On (B)(6) 2004, the patient was seen by a neurologist who noted the patient complained of numbness first in the feet then hands, tiredness, feeling off-balance, and trouble feeling in the upper arms. This had progressively worsened, and the patient described it has a dead, vibrating feeling confined to the soles of his feet and palms of his hands. This made it difficult to pick things up and to remain balanced. The patient stated heat made this problem worse and had made it difficult for him to work. The neurologist felt the patient had a probable cervical cord lesion above c3-c4 and in the dorsal column. On (B)(6) 2004, the patient was seen by another physician who diagnosed him with pernicious anemia and cervical spinal stenosis with myelopathy. He underwent spinal surgery, after which the patient claimed his symptoms worsened. On (B)(6) 2004, the patient continued to have persistent numbness and tingling in his feet and hands along with pain in his left forearm. He was also very anxious and "flighty" and complained of not being able to sleep. The physician's impression included cervical myelopathy and c7 radiculopathy with anxiety and insomnia. On (B)(6) 2005, the patient continued to have numbness up to his abdominal level with difficulty walking, spasticity in both lower extremities, bilateral foot drop, and he used a wheelchair when needing to walk any distance. Nerve conduction studies and emg revealed motor axonopathy and mild spondylosis at multiple levels without major spinal cord compression. The patient was treated with zanaflex and neurontin. Upon follow up on (B)(6) 2005, the patient continued to worsen and stated he had trouble knowing where his feet were with driving. He had also experienced incontinence, for which the physician prescribed an unknown medication. He was seen by a neurologist on (B)(6) 2005, who felt the patient's symptoms were due to a motor neuron disease, such as als. On (B)(6) 2006, the patient was seen by hematologist for evaluation of possible zinc toxicity. A prior screening test showed his zinc level to be 1.4 g/l, a reduced ceruloplasmin of 6.2 mg/dl, and decreased copper level of 3 mcg/ml. It was felt that copper deficiency due to zinc toxicity had led to the abnormal blood counts and neuropathy, and the patient was started on oral copper. The physician noted the zinc toxicity was attributed to poligrip and stated the patient had been using 1 to 1.5 tubes of poligrip weekly since age (B)(6). The patient continued to use poligrip at the time of this exam, and his blood counts had normalized. The physician recommended the patient discontinue poligrip and use another denture adhesive at that time.

Manufacturer narrative:
The manufacturer report number for this case is 9681138-2006-00012. Super poligrip is manufactured in (B)(4) and neither the lot number nor the product are available. No corrective actions have been required based on this report.